Event description:
It was reported that the itrak 3500l system would lock up when attaching receivers. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an investigation. Identified the need to replace the tracker. The tracker has been ordered and will be replaced when it is received. It is believed that this replacement will address the stated issue. If additional info is received that indicates otherwise it will be reported as required.